Manufacturer narrative:
Carefusion file identification number is (B)(4). Additional information that is provided by the customer will be included in a follow-up report. (B)(4). Carefusion field service engineer (fse) was dispatched to evaluate the device. At this time, the device has not been returned to carefusion¿s failure analysis lab (fa lab). Fse report - touch screen unresponsive. Front panel was replaced and tested. User verification test (uvt) performed and resolved the reported problem.

Event description:
The customer reported while using the vela ventilator, the device has an unresponsive touch screen. The customer reported no patient involvement or allegation of patient harm.

Manufacturer narrative:
Results of investigation: the carefusion failure analysis lab received vela ventilator front panel and upon visual inspection, it was noted to have visible ingress moisture residue on the front display. The failure analysis lab could not duplicate the reported issue but failed due to intermittent operation caused by ingress moisture between the membranes of the touchscreen. This issue will be internally investigated.